Manufacturer narrative:
The actual device was tested by the service provider on 10/24/2019. The flow rate accuracy was within the +/- 5% specification. The reported backflow phenomenon could not be replicated during testing. The pump met all specifications as intended. The reported complaint couldn't be confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 10/07/2019, and stated that "regarding pump 615030 patients' blood was backing up into the line as far as the pump, and not further than that." She stated this had occurred with approximately 20 patients. It happened whenever this pump was used, and never happened with any of the other zyno pumps she uses. It happened with b2-70071-df administration sets from several different lot numbers. She was not sure on exactly what day the issue was first noticed, but believed it was on approximately (B)(6) 2019. She declined to give any patient information. The operator of the device was a nurse. No information was provided for the medication being infused. There was no patient injury or harm.